Manufacturer narrative:
At the time of this report the system has not been returned to verathon for evaluation, however the customer stated that the glidescope avl monitor and glidescope avl video baton 3-4 would be returned to verathon for evaluation. A review of the device history shows that the device was manufactured on 15-jul-2011. At this time, the cause could not be conclusively determined. However, it is likely that the age of the device, seven (7) years, caused or contributed to the event. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and glidescope avl video baton 3-4, green lines would show across the screen. The customer indicated the procedure was completed with a non-verathon system, which was made available within two (2) minutes. No harm to patient or user was reported.